Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2013-04630 and 2134265-2013-04623. It was reported that during percutaneous coronary intervention (pci) procedure, image appeared but ilab motor drive unit (mdu) was unable to perform pullback. All connections were checked for few times, but the issue was not resolved. No patient complications were reported and the patient status post procedure was stable.